Manufacturer narrative:
(B)(4). French to english translation of documents received for this case.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber had a "broken pointer with the light emission to the front during surgery" @ 55,895 joules of use. The procedure was completed using a second fiber. Patient outcome: "no injury to the patient reported".